Event description:
It was reported that cartridge alarm 29 occurred during the load process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, advising the customer to use a backup insulin pump to ensure continuous insulin delivery. The customer was informed about the updated software in the replacement pump and instructed on the steps to return the faulty pump, which the customer understood and acknowledged.